Event description:
Customer reported he was having issues with his insulin pump. He has no settings in the device. When he presses the act button, the device asks him to choose either a twelve hour or twenty four hour set up. The device alarmed this afternoon. Customer believes this is the last time he was receiving insulin. Customer's blood glucose is 523 mg/dl. He treated with manual injections. The device history showed the alarm. The device passed the self test. Customer believes the high is due to him not switching insertion sites as he usually does. Normally he'll switch legs after three infusion sets, but since he is running low he changed after the fourth infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.